Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The lesion was located in a non calcified and non tortuous mid left anterior descending artery. The maverick otw 20mm 2.50 balloon was inflated three or four times and the balloon ruptured at twelve atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).